Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification failed to verify the fingerprint, and the user was prompted to enter a password. A field service engineer (fse) reported that the biometric identification device was unable to verify fingerprints, causing the fingerprint verification window to appear and requiring users to enter a password. The fse obtained a new biometric identification device depot prior to arriving onsite, uninstalled the older version of the biometric identification driver, installed the latest driver version, and removed hidden bluetooth drivers from the device manager, after which the biometric identification functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was unable to verify fingerprints, resulted on a prompt for users to enter their password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.